Event description:
Distributor representative reported a cerebrospinal fluid (csf) leak following a resection of a neurinoma procedure in which duragen (integra lifesciences) and duraseal were used. Surgeon confirmed the area was free of any leaks prior to closing the wound. Due to problems not related to the initial surgery, the patient was re-operated. Surgeon noted the duragen patch and duraseal were separated from the dura, causing a csf leak. Surgeon repaired the csf leak and the patient recovered without further incident.

Manufacturer narrative:
A csf leak was reported following a cranial procedure in which duraseal was used. The company's representative reported that the duraseal may not have been applied to an area with enough sealing margin. The IFU included with this product states: "duraseal is intended for use as an adjunct to standard methods of repair, such as sutures, to provide a watertight closure." From the clinical studies cited by the IFU: "...the incidence of postoperative overt csf leaks was 2.5%. These findings compare favorably to that reported in the literature (generally 10.6%)."